Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error as well as motor position encoder error alarm. The customer blood glucose level was 180 mg/dl. Customer was able to clear the alarm. Customer was able to complete pump rewind. The insulin pump passed displacement test. The customer was advised to monitor the insulin pump and call back if alarm recurred. The device will not be returned for analysis.